Event description:
Additional information was received after the initial medwatch was submitted. A user facility medwatch report was received on 01/04/2006 with the following information: "85 yom underwent heart catheterization on 12/11/2005. During attempt to close artery, perclose device broke off and patient emergently taken to or for removal. Patient tolerated procedure well and no further complications noted from device breakage."

Event description:
Reported due to difficult device removal requiring surgical intervention. The physician attempted arteriotomy closure using the perclose proglide device following an interventional procedure. It is unk if fluoroscopy was performed prior to the closure; therefore, the vessel size, vessel condition and location of the arteriotomy access site are unk. It was reported that the "device could not be removed from the pt." The pt was sent to surgery for device removal. It is unk where the surgical procedure was performed, as well as the type of anesthesia used. Reportedly, the pt did "fine." It is unk if the pt's hospitalization was prolonged as a result of this event.